Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficult to remove guidewire is confirmed and appears to be related to the use of the device. One guidewire was returned within the plastic hoop. The distal end of the guidewire was observed to be frayed and unraveled. Two bends in the wire were present approximately 2 cm from the frayed region. Microscopic observation of the core wire revealed it to be sheared from the weld tip. The outer diameter of the guidewire was measured and was found to be within specification. The event description indicates the guidewire bent was difficult to remove. The guidewire was likely bent during insertion and handling of the device. Retraction of the guidewire against the needle bevel may lead to damage to the guidewire. The product instructions for use (IFU) cautions, ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that bending guide wire, difficult remove. Open new microintroducer. On 8/13/2020 returned wire is frayed.